Event description:
Planned aortouni-iliac configuration. During the molding process of the converter to the vessel wall, the balloon catheter was placed into position, with the delivery sheath left within the graft at a location too high. When inflating the balloon, the distal portion of the sheath was also ballooned, causing the distal tip to "flare outward." Due to the inability to visualize the distal tip of the sheath the physician was unable to determine why the balloon did not appear to be inflating properly. When withdrawing the sheath through the native vessel, a section of the external iliac artery appeared to "pop off". Due to the present flare at the distal tip of the sheath, the device had caught on the vessel wall and extracted a segment of the vessel. In order to repair the vessel damage, an iliac leg extension was deployed distal to the leg graft, landing in the external iliac artery past the location of the damage. Stents were also placed at the site to further promote vessel repair. No endoleaks were noted during the final angiogram.